Event description:
Complainant alleged that the medics were defibrillating a 48 year old female pt in cardiac arrest. The medics administered one shock at 200 joules a second shock at 200 joules, a third shock at 200 joules, and a fourth shock at 360 joules. The clinicians attempted to deliver a fifth shock at 360 joules, but the device screen displayed an "electrodes off" error message. The medics checked the cable and were then able to discharge the device two more times. The medics attempted one more shock at 300 joules, but the device again displayed an "electrodes off" error message on the device screen. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.